Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. During the visual evaluation, no defects were found that would make it impossible for the equipment to function properly. During the functional evaluation, no defects were found that would make it impossible for the equipment to function properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a shoulder arthroscopy procedure using the control unit, dyonics 25, the doctor began surgery with the parameters set to medium flow and pressure at 50°c, with flow at 1.0°c. Ten minutes into the procedure, significant fluid infiltration caused the shoulder to become swollen and enlarged. Despite lowering the pressure and switching to low flow settings, the fluid continued to infiltrate, further increasing swelling. The doctor noted that due to the short duration of the procedure, no significant injury occurred. No harm was reported to the patient and the surgery was completed successfully.